Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure on (B)(6) 2009. There were no complications during this procedure. According to the complainant, the patient experienced urinary problems, pain, bleeding, and dyspareunia post procedure but the exact nature and date of onset of these symptoms are unknown. The physician reported that the patient only presented with persistent pain and generic urinary problems (exact details unknown). The patient requested to have the mesh removed, so the physician removed as much of the mesh as possible (date unknown) but the entire sling was not removed. The patient was not prescribed anything other than regular pain medication and estrogen (type of estrogen delivery unknown). The physician did not see any mesh erosion, exposure, or any kind of vaginal irritation. The patient is currently reported to be "fine." No additional information is available.